Event description:
A customer reported to baxter (B)(4) of y-type microbore extension set in which the tubing broke off/came apart at the leur lock connection. It is unknown when the reported condition occurred. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a y-type microbore extension set in which the tubing broke off/came apart at the leur lock connection was confirmed during sample evaluation. The actual defective sample was available for evaluation. Visual inspection confirmed that, the tubing had pulled out of the male luer lock adapter. Closer visual inspection under a microscope showed that the tubing end has a solvent plow ridge. The assignable root cause of the reported condition is unknown. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.